Manufacturer narrative:
The device was returned for analysis. The reported break was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that the sleeve was not fully rotated during the attempt to pull a negative, however; as the reported difficulties were unable to be confirmed during return analysis the investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an indeflator was being used to deploy a stent. The indeflator was unlocked and the handle drawn; however, the internal plunger within the chamber could not be moved. The procedure was successfully completed with a new unspecified device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.